Event description:
It is reported that pt underwent revision due to breakage of the sulox head. It is also reported that pt jumped from a chair ("controlled") and heard/felt a cracking. First check at local doctor did not reveal the breakage of the implant. The pt worked as usual until the breakage was detected some months later. Revision was done in (B)(6) 2011: exchange of head, inlay, and adapter.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).